Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a doctor had an allergic reaction to a demo for unk milford (maybe aquasil) that she received. The doctor did an impression on herself to try and she reported that her mouth had been numb for a few hours since doing the impression. The doctor reached out for assistance, she stated that whenever she gets a new product she tends to try it out on herself. She has not experienced this issue before. No injury and the numbness wore off.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).